Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead could not be implanted as it exhibited high pacing impedance and high capture threshold measurements. Helix mechanism issue was also observed due to cardiac tissue noted at the tip of the helix assembly. The physician elected to remove and replace the lead. The patient had no adverse consequences.